Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 30.5 cm, 80.5 cm and 136.0 cm from the proximal end. The embolization coil was undamaged and was intact with the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a kinked device. This type of damage typically occurs as a result of forcefully advancing the device against resistance. It was reported that resistance was encountered while advancing the smart coil and the device was only able to advance half way through the non-penumbra microcatheter. The non-penumbra microcatheter used in the procedure was not returned for evaluation and the root cause of the resistance could not be determined. During functional testing, the smart coil was able to advance through a demonstration microcatheter with minor resistance. This resistance was likely a result of the pusher assembly kinks being advanced through the demonstration microcatheter. Based on the return condition and the reported complaint, some pusher assembly kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil and two other coils with a non-penumbra microcatheter in the target vessel. The physician then experienced resistance while advancing a smart coil as the fourth coil half way through the microcatheter. Therefore, the smart coil was removed. The procedure was completed using new smart coils and other coils with the same microcatheter. There was no report of an adverse effect to the patient.